Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator implantation procedure. During the procedure, the physician could not fix the right ventricular lead in the connector of the device. The screw was rotating in both directions but not screwing in. The device was replaced to complete the procedure. Patient was recovering.